Event description:
Patient having revision left total knee. The doctor was using intramedullary drill in tibia, tip of the drill bit broke off in the tibia. No action taken. The tip was left in the bone.